Manufacturer narrative:
The insulin pump was received with bleeding lcd glass, scratched lcd window, and cracked lcd display window corners. Loud vibrator motor during testing was due to adhesive not adhering properly into vibrator motor housing. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that there was a black spot in the insulin pump. The customer reported that they were unable to see the grades. The customer also reported that the insulin pump was making a loud noise when vibrate functions. The customer's blood glucose was 8 mmol/l at the time of incident. The insulin pump will be returned for analysis.